Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) after a procedure during equipment testing (note: the equipment was being tested to evaluate the esu footswitch, as there were unspecified issues with the accessory during the surgery.). The esu was used with a neutral electrode (ne) from an unknown manufacturer [part number (p/n): information not provided (ni), lot number: ni] and ethicon scissors (p/n: 5dcs, l/n: ni). To test the erbe equipment (i.e., the esu and its footswitch), an ne was attached to a surgical nurse's arm. Then, a colleague held scissors that were wrapped in a wet compress and connected to the esu. The generator was then activated by the nurse via the footswitch. Most importantly it was reported that the nurse's forearm was in contact with a metal rail of a ceiling stand (note: the esu was grounded via the stand.). During the activation of the generator, the nurse was burned at the exact location of the contact with the metal rail of the stand. The necrosis/lesion was white with blisters and approximately 2 cm in length. No treatment was necessary to address the burn.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the description of the event, the burn was most likely caused by the nurse becoming a part of the monopolar electrical circuit. That is, upon activation, current followed the path of least resistance from the scissors through the grounded operator of the device to the conductive metal rail of the stand. Then, the current traveled to the contact point of the nurse's forearm which resulted in the lesion (note: the current would then continue to the ne, generator, and ground via the stand.). The user manual of the esu warns that the user or patient must not have undesirable contact with metal objects during activations. Erbe USA, inc. Is now closing the file on this event.